Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error. The customer¿s blood glucose level was 146 mg/dl. The customer reported that the insulin pump was unresponsive to button pushes. The customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittently responsive keypad due to a pocket of pressurized air bubbling up underneath the membrane between the dome switches and the keypad overlay. Buttons noted to function properly after relieving the pressurized air. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly noted during testing. (B)(4).

Manufacturer narrative:
The device was received with intermittently responsive keypad due to pillowing keypad overlay. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly noted during testing.

Manufacturer narrative:
Insulin pump was received with intermittently responsive keypad due to pillowing keypad overlay. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly noted during testing.